Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced ¿excruciating¿ abdominal pain after air was allegedly pushed into his abdomen, which required hospitalization. Furthermore, the patient alleged the liberty select cycler was faulty, and gave him peritonitis. Follow-up with a clinic hemodialysis registered nurse [(hd)rn] revealed the patient was sent to the emergency room on (B)(6) 2022 with complaints of abdominal pain (no evidence of a pneumoperitoneum). The patient was admitted and diagnosed with peritonitis (culture and cell count results unavailable). The patient is being treated with intraperitoneal (ip) antibiotics; however, the drug(s), frequency, and duration are unknown. The patient¿s primary pdrn is away on vacation, and as a result the patient remains hospitalized for the administration of ip antibiotics. The patient continues to undergo ccpd and is recovering from the events. The hdrn stated the cause the patient¿s peritonitis is unknown and it is unknown if any fresenius product(s) and/or device(s) was involved. Additional information was requested (e.g., hospital records, demographic information, medication records), however the hdrn declined citing privacy concerns.